Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral procedure, the devices were ¿stuck¿ in the left ilio-femoral artery (complete freeze-up) during insertion requiring surgical removal due to the use of the device in an undersized artery. The patient's minimum luminal diameter (mld) measured 5.2 and the vessel was moderately calcified and moderately tortuous. The 14 fr esheath insertion was accomplished after multiple attempts with administration of anti-coagulation and angioplasty of the left ilio-femoral system. The 26mm commander delivery system was inserted into esheath until resistance was noted. It was observed that the esheath had kinked due to the force of trying to push the valve through. A push-pull technique was attempted without success and it was decided to remove the delivery system. But the devices (commander system/valve/esheath) had become ¿stuck¿ inside the tight iliofemoral system and were unable to be removed. A decision was made to convert to a right subclavian approach. A 26mm sapien 3 valve was implanted without incident. Attention was then turned back to the left groin. An occlusion balloon was deployed in the abdominal aorta from the right subclavian artery access site. Vascular repair was required to successfully remove the esheath/valve/delivery system via open approach. The external iliac artery was replaced with a graft to the left common femoral artery, and a fasciotomy was performed to prevent edema induced compression of the distal run-off vessels. The patient was transferred for post management care. One day post procedure, the patient was extubated, talking, and moving his legs. Per report, the patient had borderline access vessels, but it was discussed amongst the team to attempt a left transfemoral access and convert to right subclavian access if unsuccessful. The devices will not be returned, as they were discarded by the hospital.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. The 3mensio was provided and reviewed. The image revealed that moderate calcification through the vasculature of the patient, moderate calcification and tortuosity was present in the access vessel and moderate tortuosity of the left iliac. There was no lot number provided the revisions in the manufacturing mitigation will be revision released before the occurrence date of the reported complaint event. During manufacturing, the esheath and delivery system is both visually inspected and tested several times throughout the process. During manufacturing, the sheath shaft are 100% visually inspected under minimum 3x magnification for the following: wrinkles, scratches, kinks, or bends, surface defects, protruding/missing material, dents, cuts, cross linking of hdpe across liner, witness lines, seam separation, stress lines, holes or tears on the strain relief, delamination, serrated transition, holes, or rough surface of tears in the tip, stress lines in the liner, notches on the bottom side of the liner when holding the housing in the left hand, presence of c-marker band, flash and excess material. During manufacturing the sheath tip is inspected for ID dimension under 8-20x magnification for presence of proper scoring on the od and ID and under 10x magnification ID scratches in the liner expansion pathway. During manufacturing, the esheath assembly was 100% final inspected by both manufacturing and quality for following: verify the critical dimensions such as shaft od, distal tip ID, working length, coating length and strain relief length, visually inspect to ensure the hemostasis valve surface are free of damage (cracks, tears, voids flash), delamination/seam separation, wrinkles, kinks, bends, stress lines, cross linking of hdpe, circumferential oriented surface defects, protruding or missing material, dents, cuts, notches on the bottom side of the liner, remnant lines and mechanical damage. Visually inspected for flash and excess material using 10x magnification to remove excess material/flash. The tip of the sheath is visually inspected for serrated transition, holes, or rough surface or tears, or wrinkles along the working length of the strain relief. Furthermore, each manufacturing lot is required to undergo the product verification (pv) testing under a sampling basis before final release for seam separation, holes and tears. The samples tested after expansion for damage (i.e. Tears), stretching, and to ensure that no fragments separated from the sheath tip. The sheath tips are inspected to any fragments that may have detached during sheath expansion testing. Additionally, the sheath undergoes kink resistance testing during pv. The sheaths samples undergoes a kink test and inspected for kinks. During product verification testing for the commander delivery system is inspected for missing components, incorrect assembly, device damage (e.g. Kinks, cuts) and contamination. During the manufacturing of the commander delivery system, the flex tip outer diameter was 100% inspected. The inspections described above support that a proper inspections are in place to detect issues related to the complaint events. The device history (DHR) review and lot history review were not performed, as there was no work order information provided for the esheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The esheath or relevant procedural imagery were not provided for evaluation, the complaint for sheath shaft ¿ resistance with delivery system, bc and sheath shaft ¿ kinked, bent were unable to be confirmed. Due to the unavailability of the relevant devices (sheath/delivery system), engineering was unable to perform any visual, functional, or dimensional analysis. As a result, a manufacturing non-conformance could not be identified. A review of the manufacturing mitigation in place supports that the sheath and delivery system have proper inspections in place to detect issues related to the reported event. Based on the complaint history review, there is no evidence to confirm a manufacturing non-conformance contributed to the complaint. The patient was noted to have moderate calcification and tortuosity in the access vessel with a minimum luminal diameter (mld) of 5.2 mm. Calcification and tortuosity of the access vessel coupled with a mld of 5.2 mm may have prevented the liner of the sheath from proper expansion, resulting in resistance during device insertion through sheath. Additionally, the 14f esheath is indicated for use with a minimum mld of 5.5 mm. In this case, the less than adequate mld (5.2mm) in combination with vessel calcification and/or tortuosity contributed to the event. The observed kink / bent in the esheath may have been caused by the additional push force applied to overcome the insertion difficulty from trying to pass the delivery system through the esheath. The complaints for were unable to be confirmed. In this case, the less than adequate mld (5.2mm) in combination with vessel calcification and/or tortuosity factors may have contributed to the reported events. The applicable devices (sheath) were not returned, it cannot be determined if a manufacturing non-conformance contributed to the complaint event. A review of complaint history revealed that the occurrence rate does not exceed the april 2018 control limits for the trend category, resistance between devices and kinked bent. No manufacturing non-conformance were identified. No labeling, training, or IFU deficiencies were identified; therefore, no product risk assessment (pra) nor preventative or corrective actions are required.